Event description:
Customer reported the gas module failed which may have resulted in a loss of gas monitoring. No patient injury was reported.

Manufacturer narrative:
Mindray service representatives replaced the multigas and o2 analyzer assembly. Tested, calibrated and safety checked unit to factory specifications.